Event description:
It was reported that this implantable cardioverter defibrillator programming caused functional undersensing. Subsequently, an induced ventricular tachycardia was caused after 4 ventricular paces. Technical services recommended to reprogram this device. Further information indicated this patient's vt was terminated with anti-tachycardia pacing. This product was reprogrammed and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected field: h6 (impact code).

Event description:
It was reported that this implantable cardioverter defibrillator programming caused functional undersensing. Subsequently, an induced ventricular tachycardia was caused after 4 ventricular paces. Technical services recommended to reprogram this device. Further information indicated this patient's vt was terminated with anti-tachycardia pacing. This product was reprogrammed and remains in service. No additional adverse patient effects were reported.